Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a pacing lead, the impedance value was high despite trying different implant positions and cable. A new pacing lead was attempted and it was successfully implanted with good impedance values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. If information is provided in the future, a supplemental report will be issued.